Manufacturer narrative:
The device has been returned and received. A supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 410 mg/dl while wearing the pod for a period of approximately 4 to 24 hours. The patient reportedly had an appointment with an endocrinologist on the same day; however, the physician did not provide a diagnosis or treatment and advised waiting an additional hour. As the patient¿s blood glucose levels did not decrease, the pod was subsequently removed from the infusion site (leg) by the patient¿s mother. Upon removal, the cannula was found to be kinked, and a small amount of bleeding was observed. As treatment, a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.